Event description:
The customer reported that the pt developed a cardiac arrhythmia which the staff described as "ventricular fibrillation". The customer alleges that neither the bedside monitor nor the central station alarmed to alert the nursing staff of this condition. Resuscitation efforts were begun several minutes after the onset of arrhythmia. These efforts were not successful and the pt subsequently died.